Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the front cpc connector was broken on the motor drive unit. The customer also stated that the motor coupler was not properly aligned. The customer did not have any details on case involvement.